Event description:
As reported, part of the sealant of a 6/7f mynxgrip vascular closure device (vcd) was outside at the tip of the tamping tube. They deflated the balloon and removed the device and held manual pressure with no harm done to the patient and hemostasis was achieved successfully with manual pressure. The physician per instructions for use (IFU) steps, made it to the step of the light tamp of the tamping tube showing a little bit of white after the green, and noticed that part of the sealant was outside at the tip of the tamping tube. The product was properly stored and opened in a sterile field. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, part of the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was outside at the tip of the tamping tube. They deflated the balloon and removed the device and held manual pressure with no harm done to the patient and hemostasis was achieved successfully with manual pressure. The physician per instructions for use (IFU) steps, made it to the step of the light tamp of the tamping tube showing a little bit of white after the green, and noticed that part of the sealant was outside at the tip of the tamping tube. The product was properly stored and opened in a sterile field. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation. The reported event of ¿sealant-sealant misdeployment-partial¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, patient factors (such as a shallow vessel depth) or handling-related factors are possible. According to the IFU, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, which can result in the sealant being misdeployed. Based on the information available for review, there is no indication that suggests the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.